Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent (3.00mm x 30mm) to a calcified lesion in the lad with stenosis but the device could not pass the lesion. The lesion was pre-dilated. The physician used other brand of product to complete the surgery. The device was inspected before use with no issues noted. No clinical sequelae were reported. Evaluation summary: the hypotube was kinked 31.5cm, 86.5cm and 95.5cm distal to the strain relief; the kinks may have occurred during use and/or packaging of the device. The distal tip was flared. The 1st seven proximal stent segments were partially flattened. A number of struts on the 7th proximal segment were partially raised. The 13th and 14th distal segments were deformed with a number of raised and slightly overlapping struts. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation , results: inherent risk of procedure ¿ (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿ stenosis and calcification. (Deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ stenosis and calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).